Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/04/2013 with the following findings: a review of the pump history showed that the daily insulin delivery totals correctly reflected the user's programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within the required specifications. There was no defect found during the investigation.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient contacted animas stating on (B)(6) 2013, the patient experienced a blood glucose (bg) value of 44mg/dl and had difficulty waking up. The patient reportedly felt extremely sleepy when her bgs were lower than normal and believed there may have been an issue with the meter remote. The emergency medical team (emt) reportedly was contacted and had treated the patient upon arrival. It was noted that no further details were provided as to how the patient was treated. Prior to the patient contacting customer support (cs) on the morning of (B)(6) 2013, it was noted that the patient had to pull over to the side of the road while driving due to her feeling sleepy. The patient reportedly was anemic and just had a colonoscopy. The patient reportedly contacted cs later on (B)(6) 2013, to troubleshoot the meter remote since she was unsure the meter was reading accurately. It was noted that the patient¿s bg reading has been 115mg/dl using the otp meter and 129mg/dl using a different meter. The reported complaint on the meter was transferred to lifescan. The patient stated that there no issues with the pump's basal settings and was not feeling well enough to troubleshoot the pump. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy. It was not clear what the cause or the contributing factors were to the patient¿s reported bg excursion or if the pump may have been a contributing factor.